Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor failed to be interrogated due to early battery depletion. The device will be explanted but currently remains in the patient. No patient complications have been reported as a result of this event.